Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, multiple 30 joule tests, defib cycle testing, and patient impedance testing using a test multifunction cable and battery without duplicating the malfunction. Internal inspection did not find any discrepancies. The device was recertified and returned to the customer. The multi-function cable and battery involved were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.